Event description:
The reporter indicated after opening the lens package, the surgeon noted floating linear and punctate (point like) deposits on the lens surface and in the vial of a 12.1mm vicmo12.1 implantable collamer lens, -05.50 diopter. The surgeon rinsed the lens and the lens was implanted in the patients right eye (od) on (B)(6)2022. The lens remained implanted and the patient is currently in good condition. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explant date: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).